Event description:
It was reported the device fails ventricular sensitivity test on higher values. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no faults occurred during sensitivity testing. Analysis found the battery release is contaminated, two side bail covers are broken, battery contacts are compressed, heart lead flex connector (ventricle) is broken, and lcd (liquid crystal display) is missing segments.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.